Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag, provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved confirmed the report. The device was returned with the basket advanced out of the catheter with a 20.4cm section of the drive wire advanced beyond the distal end of the catheter as well with the handle in the advanced position. The clear catheter was confirmed to be within specification measuring from the handle to the distal tip of the catheter though some slight twisting was noted. A clear liquid was also noted within the catheter. When attempting to retract the basket it was unresponsive to handle manipulation and the handle cannula slid completely out of the handle without resistance was observed to be fully detached from the drive wire. The total length of the drive wire was also found to be within specification. The proximal end of the drive wire does not show evidence of damage or fracture indicative it became free without significant force being applied. A lab meeting was held with manufacturing engineering and production leadership on 30apr2024 resulting in the following observations and conclusions: the weld bead on the proximal tip of the drive wire was intact indicating that the detached drive wire is whole. The drive wire does not appear to have been captured and secured in the weld at the proximal end of the handle cannula however, some slight discoloration of the proximal wires supports it was exposed to heat and in close proximity during the welding process. The proximal weld of the cannula appears complete and smooth confirming the weld process did take place. Additionally, the solder on the distal end of the handle cannula did not secure the drive wire due to a combination of insufficient soldering and over buffing during the manufacturing process. There was a lack of solder on the section of the drive wire where the solder would have adhered to despite some noted discoloration in that area of the drive wire and despite solder being present on the handle cannula. The over buffing on of the solder was noted as there appears to be a notable narrowing of the outer diameter at the distal tip of the handle cannula at the solder point, thinning the solder, further weakening it. The improper weld, insufficient solder, and over buffing of the handle cannula resulted in the detachment of the drive wire. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. Insufficient solder, over buffing of the solder, and drive wire not being welded appropriately resulted in the detachment of the drive wire. These nonconformances are the result of operator error during the manufacturing process. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management to make them aware of an operator related complaint. A retraining was not performed as the operator involved is no longer at cook. The description of events note resistance that was felt during retraction prior to using the basket. The IFU warns: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Prior to distribution, all memory hard wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an ercp for stone removal, the physician used a cook memory hard wire basket. It was reported that the basket could not be closed [unable to retract basket] and the handle was broken. The user changed to another cook basket to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.